Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was having an MRI for lumbar spine pain. The caller reported that it was unknown if the MRI was due to a device or therapy issue. The lead was reported be in the thoracic spine. It was unknown to the caller when the lumbar pain started. Additional information was received. It was reported that the patient had an exploration of fusion and explant with revision. Health care professional reported the patient fell and dislodged their dorsal column stimulator electrode. Patient reported they would like better back coverage but that their leg pain is a little bit better. It was reported that the patient would have plain films of the thoracic spine the day of the report. Paddle electrodes were planned to be implanted when the battery was revised as it had been uncomfortable for the patient. It was reported that the dorsal column stimulator device had malfunctioned and the percutaneous electrodes had migrated. The leads were explanted, paddle leads were implanted and the stimulator was re-implanted. The revision took place on (B)(6) 2016. A lot of scar tissue was reported. Impedances were taken during surgery and things reportedly checked out nicely. The battery was reinternalized in the pocket and was located approximately an inch and a half lateral to its original position. At th e post-operative appointment, the patient¿s gait was steady and strong. Both incision sites were well approximated and showed no signs of redness, drainage or swelling. They were feeling good and their device was working well. Patient was sent home with pain medication due to their surgery being more in depth than originally planned. They later came back with low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported a device diagnosis of neurostimulator migration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. Patient's baseline weight was reported. It was unknown if leads were returned because patient had surgery at another facility by another surgeon not affiliated with the facility.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study regarding the patient that was hit in the back with a floor waxing machine. The neurosurgeon thought the ins moved. The pre-operative diagnosis was malfunction of the stimulator device. However, it was reported that during the surgery on (B)(6) 2016, it was discovered that the device itself was functioning normally as was the battery. The event resolved without sequelae after the surgery on (B)(6) 2016.